Event description:
Rbu4.0 guide seated into the right coronary artery. Asahi sion blue 180 cm wire placed through guide cath past affected area of vessel and confirmed with angiographic view. Pre-dilated with trek 3.5 x 20 balloon; alpine 3.5x28 mm drug eluting stent introduced through guide catheter, stent deployed. Nc trek 3.5 x 20 mm balloon introduced through guide catheter over the wire, the balloon shaft then kinked and broke before entering the vessel. The shaft broke into two pieces and both pieces were removed without incidence.